Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported the port was implanted in 2005. While injecting medication in 2006 the catheter broke. More info about the incident has been requested. No pt complications were reported.